Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that elective replacement indicator (eri) was declared due to long charge times. The device case was removed to facilitate the inspection of the internal components. Testing via an oscilloscope confirmed this device had an open connection in an internal component, resulting in the observed long charge times and resultant premature declaration of eri.

Manufacturer narrative:
Device replacement was recommended. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping as elective replacement indicator (eri) was declared due to long charge times. Boston scientific technical services (ts) reviewed the information and confirmed the device was malfunctioning. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported.